Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to run detect and treat) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The ECG "c" and "d" cable was missing. The root cause for the missing cable can not be positively identified. No adverse event resulted from the damaged belt.